Event description:
The diagnostic duett sealing device was deployed following a diagnostic procedure, via a 5 fr sheath in the right common femoral artery. Resistance was noted during delivery of the procoagulant. Following the deployment, the pt experienced decreased dorsalis pedal pulse in the right foot and foot pain. An arterial occlusion was diagnosed via peripheral angiography. Treatment consisted of anticoagulation therapy and angiojet removal. The event was resolved without further complications.